Manufacturer narrative:
Zoll has not yet received the autopulse platform in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported the autopulse platform (sn (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer reported the lifeband was not moving correctly and could not be repositioned. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.